Manufacturer narrative:
(B)(4) correction numbers: this ipg serial number was included in field advisories. 1627487-07262012-002-r, 1627487-12192011-003-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported the patient did not recharge the scs system for several months. As a result, the ipg will no longer communicate with any external devices. Reportedly, the sjm representative confirmed the ipg as inoperable. Surgical intervention may be undertaken as the next course of action to address the issue.